Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a radio frequency pic failed self test after display screen went blank. Customer's blood glucose was 306 mg/dl. Insulin pump would be replaced. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Call was transferred.

Manufacturer narrative:
The pump was received with a blank display due to corrosion found on the electronics. Unable to perform the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement, or self tests due to the blank display. Also, unable to download the pump or verify the rf pic failed, low battery, sensor error or lost sensor alarms due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.